Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause. Update received that the issue is resolved with new powerboard and inspiration block. Based on investigation, the issue was caused by a not well connected battery cable to the power board electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. After consulting with one of the technical supports, we advised the customer to check all the cables coming into the power board. If alarm still persist, test the unit with a known good power board. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having technical failure alarm 300 - device in failsafe and technical failure 582 - i2c interrupt catched runtime exception while ventilating a patient. There was no information for patient harm associated with the reported event.